Manufacturer narrative:
The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. During functional testing of the returned handpiece, the sample exhibited a failure mode related to phacoemulsification performance issues, elevated shell temperature, and the system message (sms). A closed electrical circuit was confirmed, using a resistance test box. These findings are consistent with the investigation performed. And the root cause is attributed to piezoelectric crystals within the phaco handpiece, having a high dissipation factor causing fusion and/or shorting. Additionally, excessive application of loctite, during phaco handpiece assembly was identified as a contributing factor. Manufacturing review confirms, that this phaco handpiece was manufactured after august 2019, which is in alignment with the scope identified in the internal investigation. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. However, the reported ¿poor aspiration issue¿ was unable to be confirmed, during testing as the handpiece met specifications for irrigation/aspiration. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the phacoemulsification was off and on, and in a low efficiency. The aspiration could be carried out for second level and the third, but above that level aspiration was inefficient. Surgery was completed without patient harm.